Event description:
It was reported the customer was experiencing high blood glucose over 600 mg/dl. Customer's mother stated the insulin pump has not been giving enough insulin when doing corrections. Customer's mother has to treat the customer with manual injections. Customer also had blood glucose of 488 mg/dl. Customer's mother stated they have tried everything have spoke to doctor. Customer's mother declined troubleshooting of the device and just wanted the device exchanged. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.